Manufacturer narrative:
The damage found was sustained during the procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. No capture and low r wave amplitude was observed on the right ventricular lead. Dislodgement was diagnosed. The lead was successfully explanted and replaced. There were no complaints or patient consequences. The patient tolerated the procedure well.